Manufacturer narrative:
The device was not returned for evaluation and there is no evidence to suggest there was a device malfunction. A review of manufacturing records confirmed the device met specification prior to shipment.

Event description:
The lariat and softip were being used to ligate the left atrial appendage. At the end of the procedure, during withdrawal of the lariat, the physician observed that the softip had backed out of the pericardium, causing increased resistance of withdrawal. The physician unsuccessfully attempted to re-enter the pericardium with the softip. The physician then observed an effusion and patient vital signs drop. A blood clotting agent was administered and a 5 french pigtail was then put in the pericardium over the buddy wire and pulled out 150cc of fluid. As a precaution, the decision was made to go to the or and then try to remove the softip and lariat. The softip and lariat were then pulled out in the or without additional intervention. The remaining suture tail was cut and the patient was stable. The effusion resolved without further incident. The cause of the effusion is believed to be related to the physician's attempt to re-enter the pericardium with the softip. A clot had developed around the posterior portion of the pericardium and due to the age of the patient and size of the clot it was decided to perform a mini-thorocotomy to remove the clot. The patient was reported stable the following day and expected to recover normally.